Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor breast implants of unknown type and experienced bilateral deflation. As a result, the patient had undergone explantation on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On 1/11/2019, it was reported to mentor that the replacement devices were gel mentor memorygel breast implants 375cc. Manufacturer¿s reference number: (B)(4).